Manufacturer narrative:
Event problem and evaluation codes: method: (process evaluation): medical review. Results: (evaluation result): per medical review - reportedly icl was explanted four days postoperatively to address elevated iop due to angle closure glaucoma. No postoperative sequelae were reported. According to the report, dated on (B)(6) 2015, the surgeon stated that he believed that there was retained viscoelastic (ocucoat) behind implanted icl. It should be noted that acute rise in iop could be a consequence of retained viscoelastic and per dfu percautions: "3. Inadequate flushing of the viscoelastic from the eye may lead to intraocular pressure (iop) spikes. Iop should be checked 24 hours postoperatively." Given this information it is very likely that procedure related factor (left viscoelastic) has caused the reported event. Conclusion: (evaluation conclusion): based on the complaint history, work order search, product evaluation and medical review, it is very likely that procedure related factor (left viscoelastic) has caused the reported event. (B)(4).

Manufacturer narrative:
Method (process evaluation): device history record review. Results (evaluation result): upon review of the device history record, there is nothing in the manufacturing, inspection and packaging process records to suggest a contributory factor to the complaint. (B)(4).

Manufacturer narrative:
Event problem and evaluation codes: results (evaluation result): visual inspection of the returned product found a dent on a lens haptic. The lens was returned dry and there was evidence of clear surgical residue. Conclusion (unable to confirm complaint): based on the complaint history, visual inspection of the returned product and work order search, a specific root cause of the event could not be determined. (B)(4).

Manufacturer narrative:
Method: work order search. Results: a lens work order search was performed and no similar complaints were found within the work order. Conclusion: based on the complaint history and work order search, a specific root cause of the event could not be determined. (B)(4).

Event description:
The reporter indicated the surgeon implanted a 13.2mm micl13.2 implantable collamer lens, -9.0 diopter, in the patient's eye on (B)(6) 2015. The lens was explanted on (B)(6) 2015 due to angle closure glaucoma. Additional information has been requested but none has been forthcoming. If additional information is received, a supplemental medwatch report will be submitted.